Event description:
It was reported that the iab was inserted wihout difficulty. Approximately 12 hours later, the pump alarmed and stopped. The physician then noticed blood in the helium tubing. Because of this, the iab was removed and replaced. There were no associated pt complications.